Manufacturer narrative:
The investigation determined that 14 lower and higher than expected amon results were obtained from vitros quality control fluids on a vitros 5600 integrated system the most likely assignable cause of the lower than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. Prior to service actions performed by an ortho field engineer; the within-run amon precision test was outside of ortho guidelines indicating the vitros 5600 integrated system was not performing as intended. Acceptable within-run precision amon results were obtained after service actions indicating an instrument related issue is the likely assignable cause of the event.

Event description:
A customer obtained 14 lower and higher than expected vitros amon results from vitros control fluids using vitros amon reagent tested on a vitros 5600 integrated system. Vitros amon results of 124.6, 143.99, 232.19, 140.06, 139.09, 147.3, 125.2, 141.8, 129.4, 118.4, 133.5, 115.6, 143.8, and 135.1 umol/l versus customer established mean 185 umol/l. . Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).